Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: physical damaged resulted in the crack touchscreen.

Event description:
The customer reported when the device is booted up, it alarms and the screen freezes; touch screen unresponsive; touch screen will not respond at all when doing the touch screen calibration. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.